Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had alarmed no disposable, and the pump won¿t run. The patient¿s pump was double beeping, and the screen reads ¿stopped.¿ the patient denies any air in the tubing and states he has closed a clamp on the tubing. The patient was instructed to turn the pump off and remove the cassette where bubbles were observed in the tubing that extends across the top of the cassette. The cassette was tapped on a firm surface, the tubing was massaged, the clamp was opened, the pump was powered on, and it immediately began to double beep again. As the patient had a hard time reattaching the cassette, troubleshooting was not repeated a second time. The patient was redirected to their physician. Reservoir volume is 40.1 ml, rate is 2.2 ml/hr, and given is 60.90 ml. Per reporter, the event occurred while in use with a patient at the patient¿s home. No patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.